Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet, and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that keel broach teeth were found to be broken and worn out, this was causing difficulties with getting the broach fully seat. The surgical technique was utilized; there was no surgical delay or foreign bodies retained. Attempts have been made, and no further information has been provided.